Event description:
A customer reported a cartridge alarm 20 with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.